Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product or photograph were returned ; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. This complaint cannot be confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535.

Manufacturer narrative:
(B)(4). Customer's legal representation has not made any information regarding the event or product location available to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: kne-nexgen-unk-femoral MDR: 0001822565-2023-01352. Kne-nexgen-unk-tibial MDR: 0001822565-2023-01353.

Event description:
It was reported by patient's legal counsel that the patient underwent a knee revision procedure on an unknown date due to unknown reasons. No additional information available at this time.